Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose; he a major low blood glucose event on (B)(6) 2016, the last date he saw his doctor. The customer was placed on hospice care on (B)(6) 2016 and was in hospice for three months. The caller stated that the customer passed away on (B)(6) 2016, at home, through hospice. The cause of death was copd. The customer had ongoing complications of pancreatitis; for the past eight to nine years the customer's health had been declining. The caller stated that the customer was in the hospital for three weeks, had pneumonia, and infection of some sort. The caller did not know the customer's blood glucose at the time of death. The customer's blood glucose was between 125 and 150 mg/dl in the beginning of (B)(6), 2016. The customer was not wearing the insulin pump at the time of death; it had been removed six weeks prior to passing because the customer did not want to wear it. The caller does not have the customer's insulin pump.